Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Info regarding the leak on (B)(6), see MDR#: 8030665-2013-00287.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler on (B)(6). Pt was in treatment. Moisture was noticed on the right side of the membrane of the cassette. No hole was observed. Pt noted that the same issue occurred on (B)(6). Pt did not receive any antibiotics and has had not adverse effects. Sample is not available.